Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract procedure two ophthalmic visoelastics had fiber/string in that and had a contact with patient. There was no harm to the patient. Additional information has been requested but none received till date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. A definitive root cause could not be determined. The complaint could not be confirmed based on the lack of a sample for evaluation along with an invalid lot code being provided. Based on the investigation, the lack of a returned sample for evaluation along an invalid lot code, no further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No similar complaints have been received so far for this lot. These syringes are subjected to a 100% visual inspection after a possible centrifugation. After the visual inspection, an aql sampling is performed to confirm that the 100% visual inspection has been carried out in a compliant manner.. At start-up, every 30 minutes and at the, 24 consecutive syringes are subjected to a visual inspection: no specific attention is paid to foreign material. At start-up, every 30 minutes and at the end of the work order, 8 samples are subjected to a visual check regarding any abnormalities of foreign material in the blister: ok, no abnormalities reported. The sample checked during final inspection was ok. At start-up, every 30 minutes and at the end of the work order, 2 fully packed cases are subjected to a visual inspection, a check is carried out for the presence of dirt/particles in the blister: ok, no abnormalities. The sample checked during final inspection was ok. In the picture received from customer syringe in a bag. There is already a needle and a locking collar on the syringe. The complaint cannot be explained based on the photos. One syringe is received as complaint sample. A non manufacturer cannula and locking collar are assembled onto the syringe. A visual inspection is performed on the syringe and no deviations or foreign material is observed that can explain the complaint. The complaint cannot be confirmed based on the returned sample. Reference sample evaluation - sample checked during final inspection was ok. Since no manufacturing related deviations were identified and no deviations or foreign material is observed on the returned sample, the complaint cannot be confirmed and a conclusive root cause cannot be determined. A potential root cause for foreign material could be attributed to: - a component related issue. This is unlikely as during incoming inspection and during in process control no deviations were reported concerning this complaint. - an incident during filling. This is unlikely as no in process control deviations related to this complaint were reported during filling. A root cause outside the control of the manufacturing site could not be eliminated. Review of the lot complaint history, manufacturing documentation and returned sample evaluation found no issues that would have contributed to the reported complaint. Based on analysis performed, no atypical trend is present. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4).